Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. A philips field service engineer (fse) visited the site and confirmed that intermittently the system did not produce x-rays after start-up the fse replaced the generator's start-up control board (power on circuit) and performed the functional tests. After the replacement of the power on circuit board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not produce x-rays, there was an issue with the generator. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.